Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aorta measured 22 mm in diameter, and the device was also 22 mm in diameter, so there was no oversizing. Vessel morphology is unknown. It was reported that approximately five years post index, the patient presented emergently. The patient was symptomatic, and an angiogram revealed a type ia endoleak, along with a contained rupture. An endurant cuff was implanted, which successfully resolved the leak. The physician believes the endoleak was due to disease progression, combined with the fact that there was no oversizing done at the original implant. The rupture was caused by the endoleak. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4).